Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that on friday, the patient went to bed and when she woke up at 2:00 am on saturday morning, patient did a blood glucose (bg) levels check and she was 450 mg/dl. They bolused her through the pump and three hours later, at 5:00 am, she had not gone down, so they changed the pump. When the pod was removed, mother noticed the cannula had popped out because she could see the imprint of it in the patient's skin (leg). At this point, the mother gave the patient an injection (2 units). At 8:00 am, her bg was down to 50 mg/dl and she started seizing. She explained her daughter suffers from diabetes-related seizures. The mother reported that the bg likely dropped because the insulin is absorbed differently from the pen. The mother stated they gave her glucagon and took her to the ER (emergency room). When she got to the ER they were going to put her in the ICU (intensive care unit), but did not. When she got to the ER, she started running high due to the glucagon being given before they got there. Treatment included potassium though IV, did an EKG, and gave her saline. Pod was discarded.